Manufacturer narrative:
The technician found the hi/low drive brake spring was dirty and not holding. He cleaned and degreased the hi/low drive brake spring to repair the bed.

Event description:
Information received indicates the hi/low drifts down on its own in 10 to 30 minutes.